Manufacturer narrative:
Tracking #.45773. Date sent: 11/10/1998. D5,6; h4: info not available. Endopath disposable surgical trocar: based upon the inquiry info rec'd and the visial examination, the reported "trocar was broken" was confirmed. The sleeve was rec'd broken at the distal tip. Approximately 15% of the distal tip was not rec'd. No conclusion could be reached as to how this damage had occurred.

Event description:
It was reported the device was used during a laparoscopic nissen fundoplication. The cin was contacted directly by the risk manager. It was reported the trocar had an origin fan retractor through it. As the surgeon was getting ready to close, the trocars were removed and it was noted the trocar was broken. One piece was found on the floor, another was found in the fan retractor, another in the peritoneum. The trocar was pieced back together in its entirety. This extended the or time approx. 30 minutes. There was no consequence to the pt. 9/26/97 sales rep reported he was present during the case and stated the fan retractor used during the case has a metal rod. The fan retractor used was torqued and bent more than 45 degrees in order to retract the liver as desired.